Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and brown particles in device inner surface. A leak test was performed which identified no leakage. Based on the device analysis the final assessment is: no openings were found in the device.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: adverse reactions deflation- patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.